Event description:
Toddler with history of self-decannulation was found unresponsive, decannulated. Care provider stated ventilator and pulse oximeter did not alarm. Child could not be resuscitated. Former premature infant with a history of bronchopulmonary dysplasia, chronic respiratory failure, chronic lung disease, subglottic stenosis, trach and ventilator dependent with g-tube to supplement feedings.